Event description:
Procedure performed: unknown. Event description: I received an email from the pharmacist today, regarding an incident occurred with one of our kii fios trocar ctf73. According to the incident report: "the trocar lost a piece of its internal seal during the extraction of a preformed sausage." "As a result, the compress fell back into the patient, along with the infamous piece of seal. Immediate measures: compress and seal recovered and extracted from the patient; removal of the damaged trocar and insertion of a new one." Intervention: the surgeon took out the compress and the piece of valve of the trocar out of the patient body. The surgeon took a new trocar to carry on the procedure. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: I received an email from the pharmacist today, regarding an incident occurred with one of our kii fios trocar ctf73. According to the incident report: "the trocar lost a piece of its internal seal during the extraction of a preformed sausage." "As a result, the compress fell back into the patient, along with the infamous piece of seal. Immediate measures: compress and seal recovered and extracted from the patient; removal of the damaged trocar and insertion of a new one." Intervention: the surgeon took out the compress and the piece of valve of the trocar out of the patient body. The surgeon took a new trocar to carry on the procedure. Patient status: no patient injury or illness was reported.